Event description:
It was reported that the subject device displayed a frozen image resulting in a delay of 30 minutes or greater. The event occurred during an unspecified procedure. There were no reports of further patient harm.

Event description:
No additional information received from the customer. This supplemental report is being submitted to provide corrections to the previous report. Corrected field: b1 to product problem only, and f10 health effect: impact code updated fields: d8, and f9: approximate age of device. This event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, and b2. B1 should be product problem only, and b2 should not be marked at all. The f10 medical device problem reported would not be likely to cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.